Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2022 and topical skin adhesive was used. The adhesive was used to close the top skin layer and then was covered metilex border ag. Post op, on an unknown date in august 2022, the wound had bad drainage which seeped through the adhesive and the covering. All dressings were removed then another type of topical skin adhesive was then applied by health care professional. Unknown if the wound was also covered. Patient status was not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc- (B)(4) component code: (B)(4) additional information has been requested and received. Please confirm, by drainage did you mean bleeding? The draining was not re-bleeding. What was the volume of blood loss? The draining was not re-bleeding. Were antibiotics prescribed? If yes, please provide medication name, route and dose. Antibiotics were not mentioned. What is the most current patient status? The patient had no issues with recovery. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? What date did the drainage occur? Were prescription steroids administered? Can you identify the lot number of the product that was used? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.